Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum outputs. There was good sensing and impedance measurements noted. An x-ray was performed and there was no evidence of a dislodgement. A technical services (ts) consultant was contacted regarding this issue and discussed possible causes for this issue. A revision procedure was performed and the physician connected the lead to the pacing system analyzer (psa) and still had no capture with consistent impedance measurements, the physician does not believe there was a connection issue. The lead was repositioned and the physician was satisfied with the measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.